Event description:
The healthcare professional (hcp) reported that the patient was seen in the ER and was having overdose symptoms/somnolence. The patient's family stated that the patient had a morphine pump, and they were questioning if he had taken other medications. The hcp reported giving the patient narcan and stated that he responded positively to that. The hcp requested information for stopping the pump. Additional information has been requested, a follow-up report will be sent if additional information becomes available.